Event description:
It was reported that during an intracept procedure, the j-stylet was difficult to remove after the channel was created with the curved cannula assembly. The sheath was removed to reposition the device, however, the sheath snapped off. It is unknown if any device fragments were left behind inside the patient.

Manufacturer narrative:
This report is report is being submitted to correct the event description field (b5) in section b, adverse event/product problem. The returned curved cannula was analyzed and a visual inspection revealed that the curved cannula shaft tip was broken. The curved cannula screw threads were also broken. The j-stylet was not returned for analysis. A labeling review did not reveal any anomalies as it states that as with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instruments or probe. Excessive force can result in product failure. It also states that breakage, slippage, misuse, or mishandling of instruments or probe, such as on sharp edges, may cause burns or injury to the patient or operative personnel, which is a known risk associated with the use of the intracept intraosseous nerve ablation system.

Event description:
It was reported that during an intracept procedure, the j-stylet was difficult to remove after the channel was created with the curved cannula assembly. The sheath was removed to reposition the device, however, the sheath snapped off. It is unknown if any device fragments were left behind inside the patient. Additional information was received that the device fragments were left inside the patient, and they were contained inside the bone.

Manufacturer narrative:
The device was returned for evaluation and is pending a technical product analysis.

Event description:
It was reported that during an intracept procedure, the j-stylet was difficult to remove after the channel was created with the curved cannula assembly. The sheath was removed to reposition the device, however, the sheath snapped off. It is unknown if any device fragments were left behind inside the patient. Additional information was received that the device fragments were left inside the patient and they were contained inside the bone. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.